Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009 and 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified crease flat, calcification, white particles in the shell, and cracked valve. Leak test and microscopic analysis was performed which identified a crack valve and partial delamination of the valve. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, and partial delamination of the valve (adhesive failure). Further investigation results: with the information collected during the investigation, there is enough evidence to support that device 12903919 was assembled, inspected and tested in accordance with allergan medical procedures. Environmental excursions identified were properly addressed and it was confirmed that there was not an adverse impact on environmental conditions. Given the fact that the cause of the infection cannot be specific associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The reason for reoperation is infection. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side infection. Device was explanted.